Manufacturer narrative:
Block exact date unknown, event occurred about three months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2317-70 serial: (B)(4). Batch: 20984725/5071458.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and were not returned.